Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected rv lead damage, although it was not confirmed. The noise was reproduced with provocative movements. The rv lead was capped and replaced. The patient was stable.